Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead underwent a polarity switch on the same day as an ablation procedure. A lead impedance warning was also noted on the rv lead. Reprogramming is planned on the leads. The leads remain in use. No patient complications have been reported as a result of this event.